Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) felt the pump location was too prominent in the scrotum. The ipp was removed and replaced with tenacio. There were no patient complications reported.

Manufacturer narrative:
D4 unique identifier (UDI) for reservoir:(B)(4).